Manufacturer narrative:
The meter and test strips were returned for investigation. The device code was updated. Sections d9 and h3 were updated. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 52% donor 2 hct: 39% testing results: donor #1: retention meter and master lot strips: 2.0 inr customer meter and customer strips: 1.9 inr donor #2: retention meter and master lot strips: 2.6 inr customer meter and customer strips: 2.5 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to the doctor¿s coaguchek xs system. The meter result at 9:46 a.m. Was > 8.0 inr. The result from the doctor¿s meter at 11:00 a.m. Using a different finger was 5.0 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr with a normal testing frequency of every 4 weeks.